Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaz0361 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number reaz0361 have been reported from the same facility.

Event description:
As reported by the facility, their infection control department had the vascular access team test a siterite probe cover after use to look for leaks. Facility tested a cover after use by filling it with water and reported finding a leak. This report references the sixth probe cover.